Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) with pure annular dilatation. One mitraclip (cds0502 80404u158) was implanted without a device issue, reducing the mr to grade 2+-3+. On (B)(6) 2019, another mitraclip (cds0502 81018u107) was implanted without a device issue, reducing the mr from grade 4 to 3-4. The recurrent mr was due to progression of heart failure. On (B)(6) 2019, the patient expired while at another hospital. Reportedly, additional details are not known. Per physician, the death is unknown if device related. No additional information was provided regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: reportedly, the clips had remained stable and well seated on the leaflets with no tissue injury observed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported death could not be determined in this complaint. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A2: patient age.